Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer's blood glucose level was 152 mg/dl. It was also reported that the insulin pump did not respond normally during rewind and it was took to long to rewind and sound of rewind was not occurring. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, rewind, basic occlusion, prime or compromised force sensor system, excessive no delivery and occlusion test. Insulin pump was tested with no rewind and audio or vibrate anomaly noted. Insulin pump received with corroded battery tube noted.